Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 2. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm 2 was analyzed and found in artemis, the ¿32056¿ error was found indicating yaw searchlight sensor on the usm 0x2 axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the ¿32056¿ error was triggered indicating fault on the ¿0x2¿, replicating the reported event. The usm was then installed onto a flex test platform (pftp) where agc current was found to be failing on the 0x2 axis. Once testing was completed, the yaw searchlight sensor and flat flex cable (ffc) was aba tested and was verified to be the source of the fault. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the yaw searchlight sensor assembly and ffc was found to be the root cause.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, a customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated recoverable error 32056 occurred on universal surgical manipulator (usm) 2. Before contacting the tse, the customer power cycled the system several times, but the error was not resolved. The tse had the customer perform hard power cycle the system with emergency power off (epo), but the issue persisted. Since the procedure needed all four usm arms, the customer elected to use the other system to continue with the procedure. There was no patient involvement when the issue was identified.